Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: moisture damage was visible in the display. The pump powered on with display remaining blank. A leak test verified a leak at a crack in the pump case. The pump was opened and moisture damage was found on the printed circuit board. The display screen was cracked. When a test display screen was used the display functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the display screen for their device had dimmed to the point of becoming difficult to read. This complaint is being reported because it was not resolved with troubleshooting. There is no allegation of an adverse event associated with this complaint.